Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.

Event description:
Caller indicated the relion micro was reading high. 4 back to back readings taken within minutes of each other. 111, 129, 159, 143. Dr. Wanted to admit and preform insulin therapy for gestational pt. She asked for another week to try to bring bg readings down and the dr. Agreed. She feels the meter is reading too high after buying an accu-check meter where the readings are lower and more consistent.